Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 8348566. It was reported by the consumer that the needle clogged during priming and needle was missing at non-patient end before injection. Event description per snow case states, consumer reported needle clog during priming and needle missing at non patient end before injection. Problem occurred within the past 3 weeks.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no: 320122, batch no: 8348566. It was reported by the consumer that the needle clogged during priming and needle was missing at non-patient end before injection. Event description per snow case states, consumer reported needle clog during priming and needle missing at non patient end before injection. Problem occurred within the past 3 weeks.